Event description:
"Diabetic ketoacidosis," concerns a woman treated with insulatard flexpen (long-acting human insulin) 46 iu due to diabetes melitus insulin-dependent from jul-2005 until nov-2005. Medical history included addison's disease and hypothyroidism. In 2005, the patient experienced diabetic ketoacidosis and was hospitalized. She was treated with physiologic solution, potassium, and rapid acting insulin. The patient recovered completely from the event and was discharged from the hospital on the 6th day. Reportedly, the patient discontinued monotard and changed to insulatard flexpen in jul-2005. The patient did not have any recent changes in her physical activity level or diet, or any co-existing condition requiring increased insulin dosages. Other non-coded concomitant/treatment products: 9 alfa-fluorine-hydrocortisone 0.1 mg and physiologic solution. The returned product was examined visually. Furthermore, the parameters idenity and assay were examined. The product was found to be normal. The results were found to comply with specs. An examination of the reference sample showed nothing abnormal. Technical examinations were performed. During test of the device, it has not been possible to detect any irregularities. The dose accuracy was measured by weighing. The result was within acceptable limits.